Event description:
The patient's pump was "poking out of her skin." She was told it had flipped and needed to be revised. Refills caused the pump to pull closer to the skin. Further information is being requested from the hcp.